Event description:
Patient was revised to address loosening of the femoral sleeve. The surgeon was unable to break the morse taper of the sleeve from the stem. After trying for more than an hour, he was forced to cut the sleeve out with the midas rex and it still would not move. He ended up fracturing the distal femur.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices finds nothing outward to suggest product error in design, materials or manufacture. Although reported as a loose component the difficulties reported to extract the component suggests it was well fixed. Per the reporting the depuy s-rom femoral components were implanted with competitor manufactured acetabular components. Use of the depuy devices with competitor system product is not recommended use. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.